Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced erosion in the urethra post catheterization. The physician believed the foley catheter caused the erosion. A surgical procedure was performed to explant the cuff with a new cuff was placed once the erosion healed. No further patient complications were reported.